Manufacturer narrative:
A complaint investigation was conducted and after review of the available information there was no deficiency of the device identified. There was no risk for death or serious deterioration in state of health identified for the event, therefore this event is no longer reportable. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I reagent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74110ud000. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot number and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 74110ud000. All specifications were met indicating the lot is performing acceptably. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. It was reported that the samples were centrifuged for 3 minutes at one facility, and unknown if they were centrifuged at the other before initial testing. For repeat testing, the samples were spun before testing which generated normal results. Product labeling was reviewed and found to adequately address the issue. As per labeling, for accurate results, plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Based on the investigation the alinity I stat high sensitivity troponin-I reagent lot 74110ud000 is performing as intended. No systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated for patient samples. The following data was provided (customer¿s reference range 0 -14 ng/l): sample ID (B)(6), initial result = 283.5 ng/l, repeat result = 6 ng/l. There was another tube from this same patient, sid (B)(6), however, no results were reported for this sample. Sample ID (B)(6) ,initial result = 545.1 ng/l, repeat result = < 2.7 ng/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated for patient samples. The following data was provided (customer¿s reference range 0 -14 ng/l): sample ID (B)(6), initial result = 283.5 ng/l, repeat result = 6 ng/l. There was another tube from this same patient, sid (B)(6), however, no results were reported for this sample. Sample ID (B)(6) initial result = 545.1 ng/l, repeat result = < 2.7 ng/l. No impact to patient management was reported.